Event description:
The hospital reported an over delivery of pressure in the patient circuit during a case. There was no patient injury.

Manufacturer narrative:
The customer cleaned the advanced breathing system to resolve the issue. Customer contact reports no patient information is available. Unique identifier: (B)(6). Legal manufacturer: hcs madison - (B)(4). The customer cleaned the advanced breathing system to resolve the issue. Customer contact reports no patient information is available. Unique identifier: (B)(6). Legal manufacturer: hcs madison - (B)(4).